Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the rep reported that they did not know when they will see the patient again.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) g2. Foreign: italy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that after recharging ins, back and leg pain worsened. At this moment the ins was empty and can't have stimulation so cannot do any verification. A new patient controller and recharger were ordered. Additional information received from a manufacturer representative. It was reported that the tech services agent called the patient and confirmed that the problem was resolved after the patient received the new recharging kit. Additional information was received from a manufacturer representative (rep). It was reported that they couldn't clarify the relationship between the back pain and the recharger but the patient said to them that during the recharge the antenna got hot. So, the rep requested the change of the recharger. The doctor also said that he had a muscle contracture in the back area. The rep did not know the cause of the issue.

Manufacturer narrative:
Correction: b20 has been updated to b18 for the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The rep wanted to clarify that this case has not yet been closed or verified. The patient had a muscle contracture, confirmed by the attending physician, which was causing back pain. To be sure, the rep asked whether the antenna was heating up during recharging. In the reps presence, when we tried to recharge, no adverse event occurred. They said, after my question, that maybe the antenna got hot during the recharge. The rep therefore asked the patient to check at home whether the antenna heats up, and in the meantime, to be safe, the rep arranged for another one to be sent to them. As soon as they see the patient again, the rep will ask and verify whether the muscle contracture was indeed caused by overheating or if it was a physical issue unrelated to the device. By email, the patient reported that the back pain has resolved, but he has not yet determined whether the antenna overheats or not. The rep will provide further updates after they see the patient again. Hcp information confirmed.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger product ID 97755 lot# serial# (B)(6) product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.